Manufacturer narrative:
This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI number: (B)(4). Device history record review: the batch review 3608680 showed that the devices were conformed to in process and finished goods specifications when released to stock the 18 apr. 2012. Expiration date: 2015-03 (according to retained labels). No non-conformance (nc) was opened. The complaint device was received by mitek complaints and a visual evaluation was performed. The complaint device was found to be broken in two pieces and flat. The product box received with the complaint device was noticed to have some damage, it is somewhat flattened. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed five other complaints for this lot of devices that were released to distribution. Based off of the physical examination of the complaint device and a review of the manufacturing records, no definitive root cause can be determined for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The complaint device has been discarded through the proper channels. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sheath broke. They used another like device to complete the case, no consequence to patient.